Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis manifested by abdominal pain, cloudy effluent and fever. On the same day, the patient was hospitalized for the events. Treatment was not reported. The cause of peritonitis was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4): the patient recovered from the peritonitis and was discharged from the hospital.